Manufacturer narrative:
Low pressure alarm was activated in a compressor mini. The service engineer found the compressor with motor defective and replaced it. The compressor mini went back to normal working condition. The defective part was not sent back for further investigation. If the compressor with motor is broken, the pressure will not be build up. Low pressure alarm will be generated. If the compressor fails to supply air the connected ventilator will switch to pure oxygen delivery and alarms for high oxygen concentration will be generated. If, in addition, no oxygen is connected to the ventilator, ventilation will stop. Alarms will be generated. The conclusion in this matter is that the compressor with motor was defective. As no goods were returned for investigation, no root cause why it failed could be determined.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported, that the compressor alarmed for low pressure upon start-up. There was no patient harm. Manufacturer ref. #: (B)(4).